Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a shield breaking off from needle and the hub separating from the device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported the following issues of needle eclipse: (1)holder-hub loose connection (2)damaged hub (3)damaged safety shield.

Manufacturer narrative:
Additional information has been provided. D.10: device available for eval? Yes d.10: returned to manufacturer on? 06/12/2023 h.6. Investigation summary: bd received 3 samples, 6 photos, and 1 video for investigation. The photos and video were reviewed and the customer¿s indicated failure modes for loose holder connection, damaged hub, and defective locking mechanism were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for loose holder connection, damaged hub, and defective locking mechanism with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes loose holder connection, damaged hub, and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a shield breaking off from needle and the hub separating from the device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported the following issues of needle eclipse: holder-hub loose connection. Damaged hub. Damaged safety shield.